Manufacturer narrative:
This lead has been returned; device history record review confirmed no manufacturing anomalies. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observation of infection. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was explanted due to an infection. Another lead of same model type was implanted and no other adverse patient effects were reported. The lead was later returned for disposal.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this lead was explanted due to an infection. Another lead of same model type was implanted and no other adverse patient effects were reported.